Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead exhibited high capture thresholds. The lead was explanted and replaced. The patient's condition was stable. The lead will not be returned for evaluation and no additional information is available at this time.